Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 0.88 mg/dl. The repeated result was 1.1 mg/dl. The repeated result was believed to be correct. The sample was repeated because qc was out of range.

Manufacturer narrative:
The reagent lot number is 853137. The calibration and qc were acceptable. The field service representative found the ports on the high-concentration vacuum bottle were clogged. He cleaned the buildup from the vacuum bottles and the valves, adjusted the gear pump pressure, performed an instrument check, and performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.